Event description:
Complainant alleged that during biomed testing, the device would not power up.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). The customer's report was observed and attributed to a system interconnection cable that was not properly seated to a connector. The cable was replaced to resolve the report. It is not known how the connector became mis-aligned. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.